Manufacturer narrative:
Correction: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Two devices were received for evaluation. During visual inspection on the two samples, fluid was observed inside the bags that contained the samples which indicated leak has occurred. Functional testing was performed by filling the bladder of the two samples with green colored water. After fill, leak was observed inside the patient control module (pcm) housing, at the edge of the pcm's pillow. The cause of the leak was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that the bladder of two (2) infusors ruptured. Both events occurred before use. There was no patient involvement. No additional information is available.